Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot number. Unfortunately no sample is available for our evaluation. This complaint will be used for trend analysis.

Event description:
According to the information received, there was black substance in the foley catheter.